Event description:
A maude report, (B)(4), was received on (B)(6) 2011 indicating a pt had an attempted novasure (ns) endometrial ablation on (B)(6) 2011. The pt had an anteverted "fibroid uterus" and the physician reported difficulty seating the disposable ns device and the procedure was aborted. There was minimal vaginal bleeding at that time. The pt had a vaginal sling placement immediate after the aborted ablation which was followed by "excessive bleeding from the right side of the sling, controlled with surgicel [absorbable hemostat] packing and pressure". Ebl (estimates blood loss) at that time was 150cc. The pt was admitted to the post anesthesia care unit (pacu) where she had a hypotensive episode one hour after admission. Her hematocrit (hct) was 24 and she received 2 units of packed red blood cells (prbcs). She was transferred to a "level 2 hospital" where her hct dropped to 17 and there were signs of disseminated intravascular coagulation (dic). She was taken to interventional radiology where they discovered the pt had a leak from her left uterine artery indicating "there was a uterus perforation at the time of unsuccessful ablation procedure". The pt had an embolization and remained in the hospital 2-3 more nights for "monitoring and blood products." The physician reported "the pt recovered very well and appears to have no long term adverse effects". No additional info is available.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complaint. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot and serial numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. According to the instructions of use (IFU) contraindications: the novasure impedance controlled endometrial ablation system is contraindicated for use in a pt with any anatomic or pathologic condition in which weakness of the myometrium could exist. According to the instructions for use (IFU) precautions: it has been reported in the literature that pts with a severely anteverted uterus are at greater risk for uterine wall perforation during any intrauterine manipulation. (B)(4).